Event description:
It was reported while using bd® quincke spinal needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: doctor returned spinal 23g complaining needle sharpness issue and flow rate slow.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2212003, no deviations or non-conformances were identified during the manufacturing process. Three retained samples of the same lot were used for additional evaluation. The products were inspected, no damage or defects within the needle were observed, the tips are all in proper condition. Additionally, it was verified that liquid could pass through the needle without issue, no blockage was observed. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the needle is free from damage or defects and all critical dimensions are within specification. All inspections for lot 2212003 were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd® quincke spinal needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: doctor returned spinal 23g complaining needle sharpness issue and flow rate slow.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.